Event description:
Excruciate pain [pain]. Allergic reaction [hypersensitivity]. Case description: spontaneous report was received on (B)(6) 2012 from a physician via a sales rep regarding an (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, 2 ml, weekly, in an unspecified location. The lot number of the synvisc was v1106 with exp date (B)(6) 2014. On an unspecified date, in (B)(6) 2012, the pt experienced excruciate pain and went to emergency room. The pt had an allergic reaction and was subsequently treated with cortisone injection. The action taken with synvisc treatment was not provided. The outcome for the events of excruciate pain and allergic reaction was not provided. Relevant concomitant medications were not provided. The intensity for the events of excruciate pain and allergic reaction was not provided. The relationship between synvisc and the events of excruciate pain and allergic reaction was not provided by the reporting physician.

Manufacturer narrative:
The qa (quality assurance) result was received on (B)(6) 2012. Eval summary: the production and quality control documentation for lot number v1106, exp date 2014-08 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by this report.